Event description:
The device was used during a lar procedure. Reportedly, the safety broke and the instrument did not fire. The surgeon applied another device to complete procedure. The hospital has reported no patient injury occurred.